Event description:
This is a report by a nurse from (B)(6) of recurrent peritonitis with culture positive for (B)(6) in a patient coincident with dianeal 1.5% pd4 and dianeal 2.5% pd4 therapies. On an unreported date, the patient began treatment with dianeal 1.5% and dianeal 2.5% therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The action taken with the dianeal therapy was unknown. (B)(4) pharmacovigilance (cpv) received the following information from baxter (B)(4) customer services. The nurse reported, on (B)(6) 2012, the patient experienced recurrent peritonitis and was not hospitalized for the event. The nurse stated that the cause of the peritonitis might have been related to the patient not following proper aseptic technique (details not provided). On an unreported date, the patient's treatment started with vancomycin (1.5g, frequency and route not reported). Concomitant therapy was not reported. At the time of this report, the patient was recovering from the peritonitis. The nurse indicated the cause of the peritonitis was due to the patient not following proper aseptic technique and confirmed the cause was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). Additional information: baxter pharmacovigilance (B)(4) received additional information from the peritoneal dialysis nurse (pdn) as follows. The pdn indicated that on an unreported date, the home patient was retrained in proper aseptic technique for pd therapy. The pdn stated, they "always train patients in proper aseptic techniques" (further details not provided). The pdn stated, they are watching the patient to see if this issue happens again. No further information was obtained.(B)(4) -- the patient was not hospitalized for the peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported break in aseptic technique described as patient not following proper aseptic technique. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the prevention of the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.